Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/03/2025, it was reported by a facility representative via (B)(4) that an ar-13999mf fastpass scorpion cut the suture as it passes. This was discovered during a knee arthroscopy procedure with no patient harm. The case was completely successfully with another device.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error with the device, resulting from excessive force during needle firing, which caused damage to the needle and the suture.